Event description:
Info received that the head section will not go up. No injury reported.

Manufacturer narrative:
Technician reported that the head section will not go up. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.